Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the reported phenomenon could not be specified. [Consideration] based on the following information, omsc presumed that the nozzle was clogged by body fluids such as blood due to user's inappropriate reprocessing after previous procedure. -according to investigation result of olympus china, the air/water nozzle was clogged with foreign material looked like solid substance of mucus or blood was confirmed. >IFU states the following. - remove clogged foreign material by flashing water to air/water channel at precleaning. - clean all external surfaces of the endoscope with soft brush/cloth, while pay attention, not to remain foreign material at the nozzle opening. - flushing detergent solution into the air/water channel. - presoak for excessive bleeding and/or delayed reprocessing after each procedure >according to the former similar case, the cause had been presumed, which the nozzle was clogged with foreign material such as body fluids due to inappropriate reprocessing after previous procedure. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle of the subject device. The subject device had been returned to olympus (B)(4) for repair of the insufficient angle of bending. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device for evaluation. It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle. It was suspected that there were solid substance of mucus or blood inside the nozzle. Though the user performed the correct reprocess, the nozzle was still clogged. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.